Manufacturer narrative:
For the one (1) event reported: 1. Summary of investigation results: the investigation did not identify a product problem. The cause of the event could not be determined. 2. Summary of follow-up/corrective actions taken: the patient sample was not received for investigation.

Manufacturer narrative:
1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow-up/corrective actions taken: the patient sample was requested for investigation. 3. Device returned to manufacturer? No 4. Device labeled "for single use?" No 5. Device reprocessed and reused? No

Event description:
1. Describe the event: the initial reporter questioned the elecsys ft3 iii result of 1 patient sample tested on the cobas e 801 analytical unit. 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.